Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
The physician used an admiral xtreme pta balloon catheter to treat a thrombotic vessel occlusion of the right sfa. The following day the patient had a target vessel revascularization of the right sfa using two in.pact admiral paclitaxel-eluting pta balloon catheters and one admiral xtreme balloon. Investigator assessed the event was possibly related to the study device and procedure.